Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2018 regarding a patient receiving bupivacaine (6750 mg/ml at 9455.9 mg/day) and dilaudid (1000 mg/ml at 1400.9 mg/day) via an implanted infusion pump. The indication for use was unknown. It was reported that at the last refill (around two weeks ago, relative to (B)(6) 2018), the pump was refilled and the wrong drug concentration was entered. The units were not entered correctly, and it was noted that the cause of the programming error was that the pharmacy only used mcg, but the home refill company used mg. The pump was last filled by the patient's managing doctor, and the doctor did not change the concentration back to mcg. It was confirmed that the correct dose was being delivered, and no patient symptoms were reported. The reporter was to see the patient again on (B)(6) 2018 and decided that the best thing to do would be to give the patient the bridge bolus using the current programming. The new drug information was bupivacaine (10000 mcg/ml at 10000 mcg/day) and dilaudid (2000 mcg/ml at 2000 mcg/day). Per their company policy, the reporter was unable to provide patient information (including name, date of birth, and weight), or serial numbers of the pump or programmer involved. No further complications were reported or anticipated.